Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of the system revision due to infection. There were no additional adverse patient effects reported. The s-ICD was explanted.